Event description:
A customer observed poor precision on qc fluids and also observed falsely elevated troponin I results on two patient samples. Biased results of the magnitude obtained may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: the customer repeated the two patient samples and stated that they observed spreadcheck codes on the vitros analyzer. Analyzer datalogger files could not be obtained. Repeat testing of the patient samples produced lower results. The samples were also run on another manufacturers assay and negative results obtained. Ocd field service visited the site and replaced several parts, cleaned the incubator and verified all adjustments. After service, the precision was acceptable. The cause of this event could not be determined, but this event is indicative of an instrument malfunction.